Event description:
It was reported to philips healthcare that the heartstart mrx etco2 does work as the etco2 is stuck inside the unit. Recognized by the device. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.